Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. She stated that 8 out of 10 of her infusion sets were bent. During troubleshooting, the customer was educated on causes and prevention of bent cannula. The infusion set will be returning for analysis.